Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of company injector that left a mark on the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that there was a placement failure with the injector that left mark on iol. Additional information has been requested and received stating that sample was discarded. Surgery was completed with another iol and another injector, during the same procedure. The injector was not in contact with the patient when the incident was noticed. No clinical consequence to report.